Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no records. The reported issue could not be replicated through functional testing however, the event history log (ehl) review found ¿cassette damaged," and "cassette not attached properly¿ alarms. Further investigation identified that the latch/lock had failed preventative maintenance. The latch/lock was replaced, and downstream occlusion calibration was performed. The device then passed all testing.

Event description:
It was reported that the device exhibited a cassette not attached alarm. There was no patient involvement.